Event description:
It was noted that the patient was experiencing discomfort at the site of the pacemaker. The pacemaker was explanted and replaced. The patient was in the stable condition.

Manufacturer narrative:
Correction is needed to check yes for h3.

Manufacturer narrative:
Correction: product problem under b1 ¿ type of report should be unchecked due to no malfunction was noted.